Event description:
During an intraoperative procedure to remove patient's non-functioning port, the surgeon asked the rn to check port catheter and look to see if port would flush after it was removed from patient. The rn flushed saline through the port without difficulty. However, upon visual inspection of the port and catheter, the rn noticed that the saline was leaking out a small hole on the back side of the port.